Manufacturer narrative:
Siemens is in process of evaluating the event. The root cause for the event is unknown.

Event description:
Customer reported falsely low potassium result on the rp 500 when compared to alternate instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer provided incomplete information. A review of the available data could not determine any rationale for the decreased k+ value on the specified specimen. From the information provided, there is no evidence that the potassium sensor on this system at the time of testing was not performing as intended. The aqc results easily passed expectations (calculated mean matched target mean and standard deviation was low for all three aqc levels tested) and the millivolt response curves for the k+ sensor during the time period looked typical.